Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced difficulty charging the pump. Reportedly, the pump was able to be charged when connected to a power source via computer usb port. The customer's blood glucose level was 241 (mg/dl).